Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported event, the anesthesia delivery board and flowmeter subassembly was replaced.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9050-000 anesthesia gas machine experienced a malfunction causing under delivery of anesthesia resulting in physiological signs of patient waking during a procedure. The report was received from a single source. The reported event did involve a patient. There was no patient information available.